Event description:
It has been reported the patient's op5 personal diabetes manager (pdm) is not holding charge. The pdm is hot during charging.

Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.5-p001 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type unspecified *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.